Event description:
Boston scientific received information that the patient with this device system was pacer dependent. Once the pocket was closed following a routine device upgrade procedure, noise was observed on the right ventricular (rv) lead, resulting in pauses in pacing greater than two seconds. The noise appeared as though the leads may have been rubbing together internally. The device began to charge, however, therapy was diverted through programming into electrocautery protection. Reprogramming around the noise was unsuccessful. A revision procedure was performed and the rv lead was repositioned to where it could not touch the two chronic brady leads. Upon pre-discharge check, two episodes stored as ventricular fibrillation (vf) were observed, causing short pauses in pacing. The rv automatic gain control (agc) was programmed to 1.5mv overnight, but the noise remained oversensed. A revision procedure was performed and the rv lead was explanted and replaced. Oversensing and no capture was observed and was variable at 7.5v at 2ms. A revision procedure was performed and the device was ultimately explanted and replaced. No adverse patient effects were reported during the procedures.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found slight damage to the lead body; however this was being attributed to user handling during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations of noise and oversensing.